Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was damage to the pump usb port resulting in difficulties charging the pump, as well as, difficulty charging the pump with the usb cable. Additionally, it was reported the customer's pump case would not clip securely. Subsequently, the pump falls and the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. Although the touchscreen was initially unresponsive, during troubleshooting with tandem technical support, the touchscreen responded to presses after a pump reset. Customer's blood glucose was 157 mg/dl.